Event description:
It was reported that the balloon ruptured. A non-boston scientific (non-bsc) stent with in-stent restenosis (isr) was identified, and the stent was partially fractured. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 2.00 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). The agent balloon was initially difficult to pass through the lesion and, upon reaching it, the balloon ruptured during the first inflation. The procedure successfully completed with a nc balloon and non-bsc dcb balloon. There was no patient complication reported. It was further reported that the balloon ruptured at 6 atm during the initial inflation, and it was immediately expanded within approximately 15 seconds. No damage was observed to the device during unpacking or preparation for use. Significant resistance was encountered when advancing the device to the lesion, which was due to the tightness of the target lesion, not a result of any issue with the product. The device was successfully removed from the patient without any complications

Event description:
It was reported that the balloon ruptured. A non-boston scientific (non-bsc) stent with in-stent restenosis (isr) was identified, and the stent was partially fractured. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A 2.00 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). The agent balloon was initially difficult to pass through the lesion and, upon reaching it, the balloon ruptured during the first inflation. The procedure successfully completed with a nc ballon and non-bsc dcb balloon. There was no patient complication reported.